Event description:
It was reported that 509 patients underwent tlif and psf using rhbmp-2/acs; 6 patients developed neurologic deficit postoperatively; 4 patients had received 8mg of bmp and 2 patients had received 12mg of bmp; 2 patients were degenerative cases, 2 patients were spondy cases, and 2 patients were deformity cases; 4 cases were primary surgeries, and 2 were revision surgeries.

Manufacturer narrative:
Average age 61.06 yrs (range 19.3 - 88.7). Pt sex: 172 males, 337 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.